Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, the patient and orders did not cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database server had been unresponsive, and services were stopped. After remoting into the server, it was found to be on a black screen. A customer applied a hard reboot, and the server came back online, and the issue was resolved on the customer's end. The system functioned as intended after the customer repaired the device.